Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required prompt.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the device failed on installation. After the device passed "out qat" on the (B)(6) 2016 the device records five self-test fails due to a real time clock error. On receipt the pad clock failed to increment and a nonsensical date and time were displayed. This would confirm the real time clock error shown in the history log. The returned pad-pak was inserted and the device was manually power cycled, however no status led was visible. The device powered off with a warning device service required prompt issued, again no status led flashed. This confirms the reported fault. A test shock was delivered without fault and an acceptable measurement was recorded. No status led flashed throughout. The device was disassembled for investigation. Upon visual inspection the coin cell battery on the printed circuit board was found to be damaged, with one leg broken away from the main body of the battery. The coin cell battery was replaced. The returned pad-pak was reinstalled and the device passed a self-test. The broken coin cell would have caused the real time clock failure which resulted in the nonsensical date recorded in the history log and the absence of the status led. Investigation found the reported fault can be attributed to a broken coin cell resulting in real time clock failure. It is considered likely that the damage to the coin cell was caused by the device being dropped or subjected to an impact.